Manufacturer narrative:
(B)(4).

Event description:
The customer reported that due to a malfunction of the ventilator, the patient was placed on a second ventilator. The ventilator continued to ventilate the patient. No harm to the patient as a result of the event. The evaluation and repair of the device is yet to be completed.

Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and replaced the oxygen sensor. The ventilator passed self testing.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.